Manufacturer narrative:
Isi received the tenaculum forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported cable breakage and found the pitch cable to be broken at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The instrument was also found to have a dislodged leur plate, which is most commonly caused by mishandling/misuse, such as dropping the instrument. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a wire on the wrist of a tenaculum forceps instrument broke while removing myoma. The procedure was completed with a backup instrument and there was no report of harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments fell into the patient.